Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 157 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received unresponsive act and escape buttons due to flattened dome. No cosmetic damage noted.